Event description:
Information received indicates during a preventive maintenance check the technician found the knee down function switch was stuck and the label was torn allowing fluid ingress into the switch.

Manufacturer narrative:
The technician replaced the caregiver label and board to repair the bed.